Event description:
Customer reports being unable to test her blood glucose while having low blood glucose symptoms, due to a device error on the compact plus system. Customer was taken to the hospital where she received unspecified medical treatment for hypoglycemia. Her condition has improved. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
The event occurred in foreign country.